Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report: 3013450937-2020-00074. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The patient has not undergone any surgical intervention at the time of this report. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the tibial baseplate and stem extension dissociated.